Manufacturer narrative:
Analysis confirmed the reported event; the battery drawer was damaged and the bail and ring attachments were missing. Analysis also found the battery contacts were contaminated.

Event description:
It was reported the batteries slot and metal hook (upper right) were broken. The external pulse generator was returned for service. There was no patient involvement.